Event description:
Twice in my dentist's office ((B)(6)) while he was filling cavities in my lower jaw, his assistant kept spraying what I thought was water into my mouth and throat. Because I was lying flat on my back and my tongue was held upward by a hard plastic device, I was able to keep it from draining down my throat and, on two occasions, choking on it as I tried to breathe. I do not remember any attempt to suction the liquid out. On returning home, I noticed that the sides and bottom of my tongue and the back of my mouth and throat were becoming raw and irritated where the water had been. I called the dental office, the dentist had gone out of town, and the girl admitted that the water had contained h2pro cleaner. In the weeks following, the rawness has increased, I have come down with flulike symptoms, but no fever, my hearing and sight seem impaired, and my hair has come out in clumps. Sometimes it feels hot in my ears and eye socket. I feel as though I have been poisoned.

Event description:
Add'l info rec'd from MFR (B)(6) 2013: pt was seen at dental office for a filling in her lower jaw. The assistant sprayed h2pro and distilled water into the pt's mouth. Additionally, there was a hard plastic device. The pt's mouth and throat became sore and irritated. Stated the rawness increased, came down with flu - like symptoms. Hearing/sight seem impaired and hair has come out in clumps. She felt like she was poisoned. First time that anyone has complained about any issue with our h2pro product. When I spoke with the reporter, she stated that she looked up our info on our website and wrote down h2pro - clean start which has 3% hydrogen peroxide (when mixing bottle a and b). I looked up the dentists and they have not purchased this product since 2007. So I believe that the reporter was sprayed with our h2pro maintenance and the irritation was caused by a poor fitting hard plastic device that was new to their practice. This reporter also had at least 2 implants placed previously (stated during our phone conversation) to which I'm sure the dentists used h2pro maintenance solution during those procedures without complaints. I have no idea how 1.5 parts per million of h2o could affect a pt in the manner that the reporter stated. There must be something outside this report that caused these issues.